Event description:
Customer reported an increase in low positive samples from their sars-cov-2 tma runs on panther instrument sn (B)(4). Wl (B)(4) using assay lot 289870 was reviewed as part of a general log review to identify any possible contamination. The wl in question had 2 total positives out of 106 samples, and 1 was low positive (rlus <1000). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or reagent preparation issues; all control values and negative patient samples appeared normal. Hologic product applications specialist (pas) reviewed logs and found no pattern for the low positives nor any kinetics issues; it was likely the samples were low-target or mishandled. Pas also noted that the aptima assay detects two different regions, so the rlu values would be around 1200 when both regions amplify but only around 750-800 when one region amplifies. Customer cleaned the lab and performed environmental testing, and everything was negative. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.